Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Catalog number- requested but unknown. Lot number - requested but unknown. UDI - requested but unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For . The production lot/code number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the doctor stated that the glidesheath slender sheath valve leaks too much.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.